Event description:
It was reported that a shaft break occurred. When the 3.75mm x 12mm quantum maverick was removed from the packaging, it was found to be broken.

Event description:
It was reported that a shaft break occurred. When the 3.75mm x 12mm quantum maverick was removed from the packaging, it was found to be broken. Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 83.1cm from the hub. There are multiple minor kinks along the device. Microscopic examination revealed blood on the folds and the balloon is still tightly folded. Although it was reported that the device was not used, the presence of blood on the balloon folds are indicative of handling beyond simply unpackaging the device, as was reported. Inspection of the remainder of the device presented no other damage or irregularities.